Manufacturer narrative:
Exact date unknown, event occured the day of explant based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071710/7071719. Product family: scs-paddle leads: upn: m365sc8216700, model: sc-2218-70, serial: (B)(4), batch: 7055733.

Event description:
It was reported that the patient developed an infection at the ipg pocket site and it was unknown was caused it. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned.